Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead: (B)(6) 2007. 6947 implantable tachy lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had possible early battery depletion due to very high outputs on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had possible early battery depletion due to very high outputs on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had possible early battery depletion due to very high outputs on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary evaluation: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.